Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. (B)(4).

Event description:
It was reported that the patient's left ventricular lead was capped and replaced on (B)(6) 2019 due to a capture anomaly. The patient's implantable cardioverter defibrillator was explanted and replaced due to an unknown reason. Related manufacturer reference number: 2017865-2019-12680.

Event description:
New information received noted that there was no issue with the implantable cardioverter defibrillator.